Event description:
During a re-do heart bypass procedure, the pt arrested suddenly after about an hour and CPR was started. At that point they went to a femoral access approach for arterial cannula insertion using the medtronic biomedicus cannula. Because the guidewire would not fit into the tip of the introducer, it was necessary to use an alternate guidewire size that was in the operating room. This also required a second cannula insertion. The substituted guidewire went smoothly, there was no resistance as the guidewire pushed through the side of the arterial wall and into the venous side. The pt died. The physician indicated that the cannula and guidewire second insertion delay were not the cause of the pt death, but contributed as a complicating factor.